Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the fourth inflation at 10 atmospheres after 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the fourth inflation at 10 atmospheres after 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported. Returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 12.8cm from the hub. Microscopic examination revealed that the tip is damaged and there is a pinhole 5mm from the tip. There is blood in the balloon and inflation lumen. Inspection of the remainder of the device presented no other damage or irregularities.